Event description:
The home patient (hp) reported experiencing an electrical shock when using the homechoice cycler. The hp received baxter's urgent device correction letter dated 11/2004 regarding reports of patient receiving a shock when using the homechoice devices. The hp subsequently contacted user facility and requested a replacement device. The hp has been shocked by the homechoice cycler. There was no sustaining injury or medical intervention reported.